Event description:
It was reported that the patient had surgery three weeks prior to this report because one of the leads had snapped and coiled. The patient stated that the lead had been replaced with a paddle lead. It was also reported that the implantable neurostimulator (ins) had been moved closer to the skin because the patient had not been getting a good connection.

Event description:
Additional information reported the patient was reprogrammed and was ¿fine¿ following her procedure.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).